Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was treated with antibiotics due to a red spot and suspected infection over the scs ipg site. Follow up identified the anabiotic seemed to be taking care of the redness. Also, the patient reported the system was working as intended and he had no other issues.